Manufacturer narrative:
(B)(4). Batch # p55e2e. The analysis found that one long60a device was returned with no apparent damage and with an ecr60g cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an endoscopic gastric sleeve resection procedure, when closing the jaw, the reload fell off. The reload was retrieved from the patient and another like product was used to complete the procedure. There were no adverse consequences for the patient reported.